Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the surgery was performed normally. Days after the surgery, the patient reported that the area was inflamed. A cat scan was performed, and the mesh was observed to be detached from the abdominal wall and has retracted in the hernia. It is alleged that the tacks could not support the mesh at the area and the tacks are in the patient. The patient will be requiring reoperation due to the issue. The patient is out of the hospital, but there is a visible lump in the abdomen.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one dvd video of the device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The device was utilized in both the straight and articulated positions. Tacks were visually confirmed as fully seated demonstrating as flush and engaged purchase with the mesh and underlying tissue. In an instance where a tack was not fully seated, as can occur when perpendicularity of the tissue is not achieved, the user was noted to place an additional tack for mesh securement. Number of tacks placed totaled between twenty and thirty as observed by three exchanges of ten tack cartridges. No noted issues or failures were observed which could have contributed to the stated complaint. The device appeared to operate as intended and performance was found acceptable. In conclusion, engineering could not determine any causes that may have contributed to the returned complaint. Device performance was found acceptable and the mesh visually observed as secure prior to desufflation. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.